Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level (bg) was approximately 500 mg/dl. The customer administered manual injections to treat bg. Reportedly, the customer reverted to manual injections for insulin therapy.